Manufacturer narrative:
Serial number: a serial number was not provided in the user medwatch report. However, a sorin group field service representative was asked by the facility ((B)(6) hospital) to evaluate two of the 8 heater-cooler units currently at the facility (16s15504 and 16s15508) in relation to patient infections. It is unknown which unit was used for this patient. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5063488) on (B)(6) 2016, which stated that cultures taken from a patient tested positive for mycobacterium fortuitum. The patient had undergone multiple open heart procedures that utilized a sorin heater-cooler system 3t. The patient initially presented for a left ventricular assist device (lvad) implantation in 2016, and later returned to the operating room to undergo a lvad pump exchange due to suspected clot formation in the device. Over the subsequent months, the patient underwent multiple additional procedures due to complications. After the sixth procedure, the patient developed a sternal wound infection and was taken back to the operating room for a sternal wound debridement. The wound was closed and cultures were taken, which confirmed the presence of mycobacterium. The patient was transferred to a rehabilitation center. The patient experienced a prolonged hospital stay and additional surgical operations as a result of the mycobacterium infection. The patient was still in the hospital at the time that the user report was filed. The user report indicated that all mycobacterium cultures taken from the heater-cooler machine used on this patient have shown negative results. Cleaning records have been maintained and the machine that was used on this patient was pulled from use to undergo extensive testing and subsequent cleaning and disinfection. A sorin group field service representative was dispatched to the facility to investigate. The biomedical department had already lifted the patient and cardioplegia bridges on one heater-cooler system 3t (16s15508) and identified contaminants in the patient tank. The cardioplegia warm and cold tanks were clean. The service representative lifted the patient and cardioplegia bridges on the second unit (16s15504) and observed the same type of contaminants on the bottom of the patient tank. The cardioplegia warm and cold tanks were also clean for the second unit. The other units at the hospital were also inspected and no contamination was found in any of the tanks. Through follow-up communication with the customer, sorin group (B)(4) learned that both units (16s15504 and 16s15508) have been tested, however the final result are not yet available. The customer stated that they are uncertain if the cleaning and disinfection procedure outlined in the operating instructions has always been followed. The two machines in question have been sequestered. The customer reported that the patient is currently under continuing care. A review of the dhrs for both units did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5063488) on (B)(6) 2016, which stated that cultures taken from a patient tested positive for mycobacterium fortuitum. The patient had undergone multiple open heart procedures that utilized a sorin heater-cooler system 3t. The patient initially presented for a left ventricular assist device (lvad) implantation in 2016, and later returned to the operating room to undergo a lvad pump exchange due to suspected clot formation in the device. Over the subsequent months, the patient underwent multiple additional procedures due to complications. After the sixth procedure, the patient developed a sternal wound infection and was taken back to the operating room for a sternal wound debridement. The wound was closed and cultures were taken, which confirmed the presence of mycobacterium. The patient was transferred to a rehabilitation center. The patient experienced a prolonged hospital stay and additional surgical operations as a result of the mycobacterium infection. The user report indicated that all mycobacterium cultures taken from the heater-cooler machine used on this patient have shown negative results. Cleaning records have been maintained and the machine that was used on this patient was pulled from use to undergo extensive testing and subsequent cleaning and disinfection.